Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced overinfusion with a continu-flo solution set. The reporter stated the patient was hooked up to a five hundred milliliter bag of 0.9 normal saline using the conitnu-flo solution set. The drip rate was set to "to keep open" and confirmed by the nurse. Flow rate for "to keep open" setting is between 25ml/hr and 50ml/hr. The reporter stated that the nurse returned ten minutes later and found that the full five hundred milliliter bag of IV solution was infused into the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.